Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pace/sense lead was an attempted right atrial (ra) implant. Upon initial delivery of the lead into the target site the helix was found deployed via fluoroscopy despite no rotations of the terminal pin. The physician proceeded to retract the helix and successfully placed the lead in the ra. However, when performing measurements high out-of-range pace impedances were observed through both the pacing system analyzer (psa) and implanted device. The lead was extracted and procedure completed with the implant of an alternate lead. Following the procedure it was noted that the patient had relatively tortuous anatomy with a particularly acute angle in the path to the ra via the superior vena cava. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This fracture is consistent with the reported clinical observation of high out-of-range pace impedance measurements.